Manufacturer narrative:
On (B)(6) 2019 the consumer accepted a replacement product and will not return the product to the manufacturer for an investigation.

Event description:
On (b)(6 2019 the consumer claims that the product broke into pieces. The consumer accepted a replacement product.